Event description:
This lead was explanted and replaced due to noise on (B)(6) 2012. It was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data received for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received data was analyzed, confirming the clinical observation. The inspection revealed three detected vf episodes between (B)(6) 2012, as a result of the presence of noise in the ventricular channel. No shocks were delivered. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. The inspection of the received data confirmed the clinical observation. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause.